Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A followup MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends. At this time, the expiration date is unable to be captured due to a technical glitch with e-submitter. The actual device expiration date shall be documented as january 04, 2025.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed upon advancing the enroute 0.035'' j-wire. An additional stent was placed to cover the dissection. The procedure was completed, and no further complications were reported.